Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. H2: correction.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4).

Event description:
The nurse at the patient¿s doctor¿s office reported that the patient had a pairing failure and went to see the doctor on (B)(6) 2019 specifically because of this. Minimal information was obtained because of a fire alarm in the middle of the call which caused the nurse to abruptly end the call. Further contact was made with the patient by dexcom¿s medical safety team on (B)(6) 2019. He stated that he was changing the sensor and could not get it to pair with the transmitter. He was sent a new sensor and also had difficulty with that one. He therefore took everything to his doctor¿s clinic to try to see what was going on and ended up throwing away the transmitter. He stated that the cause of the issue was not getting a prompt for the transmitter code, and that things have been working ok since he got education on how to use it and started using the new transmitter and sensor. During this time, he checked blood glucose fingersticks, and did not experience any adverse events. He was unable to remember the specific dates that the sensors were inserted and failed to pair. He confirmed the date of medical consultation was the same as the alert date as he was at the doctor¿s when the nurse called dexcom. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.